Event description:
"Dr. Wrongly used hiwire for nephrostomy. He inserted the needle first as usual and then withdrew the stylet to advance the hiwire. While the wire guide reached to the renal pelvis, he tried to remove the cannula in vain. The hiwire black coating layer was partially peeled down inside the pelvis and the dr. Returned what he could remove for your investigation. He wants to know what centimeters coating material had dropped inside the pelvis of the pt prior to withdrawal."